Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No electrical anomalies were observed. The lcd was found to be missing segments, upper and lower cases broke, side bail covers and side bails broke and missing, battery contacts compressed, and battery drawer contaminated.

Event description:
It was reported the device shut off while on a patient. There was no patient harm. The biomed checked the battery, and it was at 8 volts.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.